Event description:
The reason for call was patient was having trouble with their ins which was in their stomach, last night the patient was trying to charge their implanted neurostimulators and they got one hell of a shock off of it for a minute and it scared the daylight side of them. Patient had previous things happen and they talked to hcp about this and they just told the patient to get back with them. The problems they had been having was when the pt would bend over, their implanted neurostimulator battery would flip inside their rib cage which did not help and made it harder to sit. Now the patient got everything fixed but now it was giving them zaps. Patient was scared to use the unit so they wont turn it on. One night it was burning on the opposite side of where the ins battery was which was on the right side and it gave the patient a big red spot. There were other times the ins and controller battery would be dead in charge and the patient could still feel the vibration going down their legs and they had to keep hitting the controller to shut it off. Pt first started having issues a few years ago where the ins was flipping but now it was shocking them. The issue was not resolved. Agent provided nas phone number. The patient was redirected to their healthcare provider to further address the issue. Pts hcp will be dr. (B)(6) (first name asked unknown) since their hcp retired. [See related information in pe (B)(4) - ins placement, pe (B)(4)- ins depleted/ moved, pe (B)(4) - shocking from rtm, pe (B)(4) - hard to reach, connect to ins].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.